Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the log files showed that there was malfunction of flexvision pc. During troubleshooting, fse identified that the flexvision pc software was not functioning properly. The fse reloaded the flexvision pc software, and system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the system onsite and reloaded the flexvision pc software and returned the system to use in good working order.